Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification, mild tortuosity and 90% stenosis. The whisper guide wire was attempting to advance an nc trek balloon dilatation catheter (bdc) and a drug eluting stent; however, there was resistance during advancement over the guide wire. The wire is noted to be sticky and the coating of the tip of the wire was peeling upon removal of the wire. A non-abbott wire was used to complete the procedure with the same nc trek balloon. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported peeling was not confirmed. The reported difficult to advance was not confirmed due to the condition of the returned guide wire. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lo revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issues could not be determined. Factors that may contribute to difficult to advance over the guide wire include, but are not limited to, inner diameter of the catheter, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Additionally, it was reported that the guide wire was observed to be peeling. It is possible that manipulation of the guide wire, when resistance was encountered, contributed to the observed polymer coating damage. The observed scratched teflon coating was not reported and was likely due to interaction with the torque device being tight against the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.